Event description:
Reporter alleged passing out and being treated by the emergency medical technicians (emts) due to the blood glucose monitoring device not reading accurately. Reporter stated morning result was in the 60s mg/dl and took normal insulin and ate breakfast; however passed out at 9 am. Reporter indicated a friend called emts and their device was 32 mg/dl and customer was treated with what she thinks was glucagon and a soda, when she started to feel better. Reporter indicated not really feeling the meter caused the alleged incident, but it was a mistake on her part with taking too much insulin. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.